Event description:
Reporter alleged being unable to test blood glucose on the aviva system due to an error message and she began to experience hyperglycemic symptoms. Reporter stated going to the hosp, where their device measured 316 mg/dl. Reporter indicated that she was admitted to the hosp for one week, where she was treated with insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.